Event description:
It was reported that upon interrogation of this cardiac resynchronization therapy pacemaker (crt-p), it was found that it had reverted to safety mode. The patient in no pacing dependent, so the physician scheduled the replacement procedure for the upcoming weeks. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. Additional information was requested about product return availability.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that upon interrogation of this cardiac resynchronization therapy pacemaker (crt-p), it was found that it had reverted to safety mode. The patient in no pacing dependent, so the physician scheduled the replacement procedure for the upcoming weeks. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This cardiac resynchronization therapy pacemaker (crt-p) was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Communication to the device could not be established, but it was confirmed that there was no safety mode signal observed on the oscilloscope. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Further testing confirmed a normal current drain. The battery was analyzed and while it was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that upon interrogation of this cardiac resynchronization therapy pacemaker (crt-p), it was found that it had reverted to safety mode. The patient in no pacing dependent, so the physician scheduled the replacement procedure for the upcoming weeks. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.